Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01254, 01255, 01256.

Event description:
Allegedly, patient had pain. Cup was thought to be loose and too vertical. This device was removed during the revision of the cup.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.